Event description:
It was reported the patient had a history of atrial arrhythmias and presented for a device check. The patient was in an atrial arrhythmia, but the device diagnostics were not displaying the atrial arrhythmias for some time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568, implantable pacing lead, (B)(6) 2013. (B)(4).